Event description:
Litigation papers allege pain, soreness, discomfort, difficulty walking and performing routine activities, clicking and popping noise and elevated metal ion levels. Update 07/18/13 - plaintiff¿s preliminary disclosure form was received, which identified dob and product/lot information. The complaint and associated mdrs were updated. There was no new information that would change the outcome of the investigation. Update rec¿d 1/30/2015 - ppd with medical records received. Patient revised to address acetabular loosening. Upon revision, cloudy fluid and yellow staining of the joint lining with an adverse local tissue reaction, corrosion on the trunnion, and osteolysis were noted. The stem and sleeve are being added to the complaint. The stem remained in situ. This complaint was updated on: 2/18/15.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.(B)(4).

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Examination of the reported device was not possible as it was not returned. A search of the complaints databases finds no other reports against the product and lot code combination since its release to distribution. The investigation can draw no conclusion with the information provided. Based on the inability to determine root cause, the need for corrective action has not been indicated.